Manufacturer narrative:
(B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over. A technical support specialist dialed into test cce and rdp'd to prod. Observed many old logs archive files, which were moved. Restarted cce-service and confirmed messages were crossing. Joined bridge call with hit. Deleted event archives older than 12/01/2025 per hit guidance. Hit disabled windows event viewer archiving to prevent recurrence. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had drive space issue. Patient data might not be correct, and new orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.